Event description:
Per the clinic, the patient experienced an infection at the implant site (specific date not reported) and was subsequently treated with oral and topical antibiotics (specific date and duration not reported). However, the issue did not resolve and the device was explanted on (B)(6) 2022. There are no plans to reimplant the patient with a new device as of the date of this report.

Event description:
Correction: this MDR was a duplicate. Any further information will be provided with report number: 6000034-2022-00606.